Event description:
The reporter states that he obtained blood glucose comparisons with results 224mg/dl, 168mg/dl and 87mg/dl on the accu-chek aviva system. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.